Event description:
Litigation alleges patient had pain, trouble walking, metallosis, impairment, and disfigurement after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
**Update**(B)(4) 2013 - medical declaration and decontamination sheet were received. Dor was also given. There was no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Event description:
**Update**(B)(4) 2013 - medical declaration and decontamination sheet were received. Dor was also given. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy still considers this investigation closed.

Event description:
Litigation alleges patient had pain, trouble walking, metallosis, impairment, and disfigurement after asr hip implant. Update: (B)(6) 2013- medical declaration and decontamination sheet were received. Dor was also given. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - plaintiffs preliminary disclosure form was received, which identified part/lot information and correct implant date for the right side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.